Event description:
Boston scientific received information that high shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information indicated that all other measurements were normal and that no intervention was planned at this time. The physician was going to continue monitoring the patient through the remote monitoring system. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.